Event description:
Allegedly patient is at skeletal maturity with approx equal limb lengths. Instability "piston effect" - metallosis. Revised to guardian distal femur system.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be amended when the investigation is complete. This event occurred in another country.